Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 34 mg/dl. The customer stated that she went to bed that night before the incident, and only remembers waking up on her bathroom floor. The customer stated that she pressed her medic alert button, and the paramedics arrived at her home. Nothing further was reported as the customer could not remember much about that event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.